Event description:
It has been reported that the screw broke during operation. The head of the screw broke and it was impossible for the surgeon to remove the distal part of the screw from the pt bone. There was no adverse consequences reported.

Manufacturer narrative:
Summary of evaluation: technical discussion with the surgeon showed the surgeon did not follow the surgical technique. Therefore the root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.